Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised due to dislocation. During the revision, it was discovered the liner was broken right above the locking mechanism.